Manufacturer narrative:
The device was returned to the authorized repair center. The ccd was replaced. The cause of the ccd failure could not be determined.

Event description:
During a procedure, the physician experienced intermittent loss of image while angulating. There was no reported consequence to the patient.